Event description:
On 1/11/99 pt had peg tube placement. On 3/23/99 pt brought back to hosp with peg tube problems. Internal bolster of peg tube migrated into existing track causing an abscess. Peg tube removed and a different peg tube inserted into a different location. This is the 5th problem with flow-20 peg tube. Antibiotics and esophago-gastro-duodenoscopy required.